Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020; evolutr-34-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was also reported that the right atrial (ra) lead exhibited possible oversensing on the atrial lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.